Event description:
Caller tested 3.1 inr on the coagauchek xs system while a comparison lab returned as 2.2 inr. No adverse event reported. No action taken based on the device result. Requested return of suspect device and replacement was sent.